Event description:
It was reported that air had entered the system during dwell one on the home choice (hc). The home patient (hp) stated they were currently performing a manual drain. The hp stated they did not check to see if the patient line was primed prior to connecting. The technical service representative (tsr) assisted the care giver (cg) in ending therapy and removing the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.